Event description:
It was reported that the 9600+ system has intermittent errors ("bad iris cal" error, "collimator stuck" error and no fluoro). There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Found loose pins in the lemo connector. Replaced the lemo connector. The system was tested and found to be working as intended and placed back into service.